Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was noted that there was tortuous anatomy in the common iliac artery which caused minor difficulty with the delivery catheter system (dcs). The implanting physician exchanged a non-medtronic extra support for a non-medtronic guidewire. Subsequently, the device transversed the tortuous anatomy and went up and over the aortic arch. At this time, it was noted that the non-medtronic wire was across the mitral valve and was pulled back into the left ventricle. The blood pressure started to drop despite the rhythm was being stable. The implanting team pulled the catheter back into the descending aorta and withdrawn the dcs from the patient¿s body to assess the situation. The valve never crossed the aorta. Cardiopulmonary resuscitation was performed, and epinephrine was administered until the time of death. The cause of death was unknown. No clear signs of aortic insufficiency, dissection, rupture, mitral regurgitation, or effusion were noted.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011993316); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a4. Patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that, per the physician, the valve, the delivery catheter system (dcs), and the non-medtronic wire contributing factors to the patient's death were unknown, but the dcs most likely can be excluded as a contributing cause to the death. It was noted that the patient was frail and old.